Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain and swelling secondary to osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee I & d with insert revision to treat wound drainage secondary to staph epidermidis. Upon entering the joint, the surgeon identified chronic inflammation. Synovitis and scar tissue were excised. A thorough debridement was performed, and the insert was exchanged. Competitor antibiotic pellets were placed. The patient was revised with a depuy insert. The procedure was completed without complications. The patient received 6 weeks of IV antibiotic treatment. Doi: (B)(6) 2016, dor: (B)(6) 2016 (insert), right knee.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.